Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power cable strain relief being ¿broken in half¿ and an opening being present in the black power cable, exposing the underlying wires, was confirmed via visual inspection of the returned system controller (serial number: (B)(6). Inspection of the white power cable revealed that the strain relief on the connector side was broken and completely detached from the connector. Inspection of the black power cable revealed cuts on the cable jacket at approximately 3.2 inches and at approximately 3.4 inches from the strain relief on the connector side, exposing the underlying layers and wires. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The observed damage did not affect the functionality of the system controller. Further evaluation of the power cables revealed small tears in the relative state of charge (rsoc) wire, exposing the underlying conductor, of the black power cable and a completely severed motor voltage out wire in the black power cable beneath the tear in the outer jacket. The tears in the rsoc wire could potentially result in the wire shorting to the cable shielding and subsequent power cable disconnect, low voltage, or no external power alarms when connected to the power module or mobile power unit (mpu); however, this did not occur during testing, including when the cable was manipulated by hand. The severed motor voltage out wire does not have any affect on system function. Kinks were also observed on several wires beneath the outer jacket tear; this did not affect the electrical integrity of the wires. The downloaded log file contained approximately 14 hours of data (B)(6) 2021 at 18:56:40 ¿ (B)(6) 2021 at 09:15:09 per the timestamp). The log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2021 at 09:14:36, the power cables were disconnected at 09:15:07, and the controller was switched into sleep mode approximately 2 seconds later; these events are consistent with the controller being exchanged. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the broken strain relief on the white power cable connector could not be conclusively determined through this analysis. The root cause of the damage on the black power cable was due to the cable being ¿slammed in the car door¿, per the provided information. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30oct2020. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's white bend relief was broken in half and the black power cable had an opening where wires could be seen. The patient explained that the black power cable was damaged when it got "slammed in the car door". A system controller exchange was done, which the patient tolerated without any difficulties. After the exchange, the patient's pump speed was 5500 revolutions per minute, pump flow was 4.8 liters per minute, and pump power was 4.0 watts.